Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the failure of the charge-coupled device (ccd) prevented the video function from functioning properly, resulting in the phenomenon of image failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and customer allegation of no image was confirmed. The investigation revealed that the blurry image was due to faulty charged coupled device. Additionally, there was cut on the cable. The investigation is ongoing and follow up with the user facility is currently being performed. Therefore, the root cause of the reported event cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during for preparation for use with the high definition autoclavable camera head, the image does not appear when it¿s connected to the tower. There were no reports of patient harm or impact associated with the event.